Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported suction was lost on a patient's left eye while creating the flap. The surgeon decided to immediately continue to create the flap by using a new cone. Suction was lost again while creating the side cut. The surgeon used a microkeratome to create the flap and performed excimer laser ablation.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).